Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported by the sales rep that the product cusanxt service module had not been working right. The customer has tried the 24 micro handpiece and they do not get misting. They have also tried the 24 neuro short handpiece and they get too much irrigation. The procedure was for a craniotomy for a tumor removal on a (B)(6) male pt. The product problem did cause a delay in surgery. It was reported it probably added an hour onto the case. There was no harm to the pt. The tumor was removed. Cross referenced to MFR report number 1222895-2010-00016.